Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the ti power port isp that are cleared in the us. The pro code and 510 k number for the ti power port isp are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one electronic was provided for review. The guidewire was noted to be stretched and also the core wire was noted to be completely broken. Therefore, the investigation is confirmed for the reported stretched and identified fracture, material separation issue. However, the investigation is inconclusive for the reported difficult to advance issue as no objective evidence was provided in the photo to confirm the event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the five fingers below the clavicle via the right internal jugular vein, the guidewire was not implanted smoothly and the string of the guidewire was allegedly pulled out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the five fingers below the clavicle via the right internal jugular vein, the guidewire was not implanted smoothly and the string of the guidewire was allegedly pulled out. The procedure was completed using another device. There was no reported patient injury.